Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the lead was attempted and not used. The physician attempted to exercise the helix of the lead prior to implant. The helix did not exit the tip of the lead and was crunching into a ball inside the lead body. The physician released pressure and attempted a second time, with the same result. The helix would not extend out and the torque built up within the lead body. Another lead was implanted. No patient complications have been reported as a result of this event.